Event description:
Ventilator was running on patient in volume control mode when respiratory therapist noticed that the pt was receiving incorrect tidal volumes. Ventilator was removed from pt and put on another ventilator. There was no pt injuries.